Event description:
A surgeon reported that poor aspiration and poor cutting of a cutter occurred during a procedure. The procedure was completed after replacing the product with another one. No harm to the patient was reported the sample is not available. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).